Event description:
It was reported the rigid video scope had a problem with connecting. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b31, no picture appears, and the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the problem when connecting, the error b31, and the no picture appears was due to a defective video cable; the cause for the fibre bonding in the outer tube area (distal end) is damaged could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a problem with connecting. It was unspecified when the issue occurred. There were no reports of patient harm.